Manufacturer narrative:
It was reported that patient underwent a mesh removal on (B)(6) 2007 and on (B)(6) 2009. On (B)(6) 2009 patient underwent a segmental sigmoid colectomy with primary anastomosis because of the adhesions from previous pelvic mesh placement.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, and abdominosacral colpopexy, due to prolapse of vaginal vault after hysterectomy. It was reported that patient underwent removal of sacral colpopexy mesh, revision of colpopexy using pelvicol , exploratory laparotomy and adhesiolysis on (B)(6) 2009. It was also reported a secondary diagnosis at the admission - accidental cut/puncture/laceration during surgical operation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures, including a surgery on (B)(6) 2009, during which bard pelvicol was implanted. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) - dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.